Event description:
On (B)(6) 2020, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch select meter read inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that the alleged meter inaccuracy occurred on the morning of (B)(6) 2020 when he obtained an alleged inaccurate high blood glucose reading of "12.7 mmol/l" with the subject meter. The patient manages his diabetes with oral medication (medglib 1 tablet in the evening with food when his blood glucose is above 6.1 mmol/l). In response to the elevated reading, the patient claimed he took 1 medglib tablet on the morning of (B)(6) 2020 and after a couple of hours developed symptoms of "dizziness, weakness and sweating." The patient claimed he treated himself with sweets and felt better immediately after. No other device was used for testing. At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter. The cca noted the patient did not have control solution available to perform a quality control test. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after taking oral medication for diabetes based on an alleged inaccurate high result obtained with the subject meter.